Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced a pericardial effusion that required a pericardiocentesis. After mapping and about 50% of ablation was finished, the patient's blood pressure dropped and pericardial effusion was confirmed on intracardiac echocardiography (ice) imaging. A pericardiocentesis was performed and the patient was stable. It was reported that the patient's heart was rotated with a floppy septum. The physician initially did one transseptal access site but a second transseptal site was needed to advance the equipment to the left atrium. Additional information was received. No error messages observed on the biosense webster equipment during the procedure. No evidence of steam pop. The physician thinks the cause of the "perf" was due to a second transseptal puncture. He was trying to buddy up the catheter with his first transseptal; however, it was not working so he wanted to stick again. Patient fully recovered.